Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratches on display window.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The caller stated that the up and down arrow buttons stopped responding and the esc button became stuck intermittently. The caller did not know the customer's blood glucose reading. She did not recall any significant events leading to the keypad issues. She also observed a small crack on top of the case around the insulin pump that was about 0.5 inches in length. She did not recall how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.